Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that noise and high ventricular rate episodes were observed on the right ventricular lead. Programming changes were previously made in clinic for this issue. The noise was reproducible with isometric testing. R wave amplitude variation was observed. Further programming changes were made which covered the noise during isometric testing. The lead was to be monitored to determine if revision would be necessary down the road. The patient was stable.